Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level ranged from 119-125 mg/dl. In addition, it was reported that the customer received a power source alert after plugging the pump into usb port on a computer. The customer was able to successfully charge the pump using a wall outlet. Subsequently, the battery gauge was observed to be fluctuating. The customer continued using the pump for insulin therapy.